Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a shocking sensation at the ipg site while her back was toward a microwave. It was discovered a blister had occurred at the site over the stitches. The system was not turned on at that time; however a heating sensation and soreness was felt at the site. It was further reported the patient's back and implant site would get hot while sleeping. The patient was advised to contact the physician. Follow up revealed the ipg site looked normal and the soreness had ceased with time. The patient was reprogrammed with no course of action planned.